Event description:
As reported to coloplast though not verified, pt was implanted with sabre sling. Later the pt experienced exposed mesh and recurrence of incontinence. An excision of the exposed mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.